Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of the first priming sequence. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had deployed incorrectly and the pods pink slide failed to move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl.